Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, could not release the device after the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.